Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 15th october 2009 and performed to specification up to the 14th august 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of one minute duration,10 minutes duration and nonsensical durations on the 18th august 2016. This may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening to switch the device off via the on/off button. Investigation found the fault can be attributed to membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.